Manufacturer narrative:
(B)(6). The actual device was not available; however, two photographs of the sample were provided for evaluation. The visual inspection of the provided pictures showed a leak from the arterial dialyzer connector. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was a deviation in the manufacturing process. The reported event is being further investigated by the manufacturing site. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 3 hours into treatment with a gambro cartridge set, an external blood leakage was observed from the arterial dialyzer connector. The amount of blood loss was not provided. The patient received an injection of an unspecified ¿hemostatic agent¿. The treatment was discontinued and the blood in the extracorporeal circuit was returned to patient. There was no patient injury associated with this event. No additional information is available.